Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the sockets.

Event description:
It was reported that during a case the remb sag saw continued to run when the trigger was no longer activated. There was no patient or user injury reported and no adverse consequences alleged with this event. It was also reported that during evaluation at the manufacturer that there was a substance leaking out of the saghead. There was no patient involvement or adverse consequences to the user reported as a result of this event.